Event description:
It was reported the patient was in the hospital for an infection at the ipg site and prescribed antibiotics. Surgical intervention took place wherein the system was explanted to address the issue. Infection has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction e1 initial reporter. Device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.